Event description:
It was reported patient had a revision of right hip due to pain. It was further reported that the rep indicated that the patient had lucencies on x-ray prior to revision and the stem may have been undersized. The surgeon noted minimal bone ongrowth when stem was removed and wanted manufacturer's opinion.

Manufacturer narrative:
Catalog number and lot codes of other device listed in this report: cat. No.: 6260-9-032, 32mm -4 lfit v40 head, lot code: 42781002. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 60 inches in height. An event regarding revision of an accolade stem due to patient pain was reported. The event was confirmed. Method and results: device evaluation and results: the returned device showed signs of implantation and explantation but was otherwise unremarkable. A very small amount of bony ongrowth (~5%) was noted on the roughened surface. Medical records received and evaluation: clinician review of the provided records concluded "no evidence of stem loosening in the revision operative report which indicated a trochanteric osteotomy and osteotomes were required to remove the stem. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: evaluation of the information provided for this case did not identify any device specific failure modes. Clinician review of the information indicated there was no evidence of stem loosening or poor component sizing. The reported revision was confirmed however the root cause of the indication for revision could not be determined based on the information provided.

Event description:
It was reported patient had a revision of right hip due to pain. It was further reported that the rep indicated that the patient had lucencies on x-ray prior to revision and the stem may have been undersized. The surgeon noted minimal bone ongrowth when stem was removed and wanted manufacturer's opinion.